Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been hospitalized due to severe pain at the incision site that radiates in her neck and arm, sore throat and inability to swallow, and trouble walking according to the neurologist's medical assistant. The patient was hospitalized two days after implant at the same implant hospital. No additional relevant information has been received to date.